Event description:
The customer reported that patient samples are recovering erroneously high platelet (plt) results when processed on their dxh560 al hematology analyzer when compared to a rerun on an alternate instrument and manual slide review. Erroneous results were not reported out of the laboratory. There was no report of an adverse event. There was no death, serious injury, delay, or change to patient treatment or diagnosis. Print outs of the event were not provided by the customer.

Manufacturer narrative:
The bec application specialist verified the event onsite. The application specialist performed a bleach procedure, cleaned the baths and filter along with performing a shutdown. The customer called back to report that the issue persisted. Onsite service was scheduled. The bec field service engineer (fse) replaced the syringe body assembly resolving the event. The instrument was verified with daily checks, repeatability and quality control. All recovered within specification and without error. The assignable cause was a malfunctioning syringe assembly. Bec internal identifier - (B)(4).